Event description:
It was reported to philips that the allura system cannot turn on. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced a fuse and host computer which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the host pc was not starting due to no input power, and the f11 fuse was burned in mpdu. The defective host pc was returned for analysis, and it was concluded that the cause of the host pc was that the psu had no power. Fse replaced the fuse and the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.